Event description:
The hcp reported the patient was being weaned from the lioresal because of the concern the medication was causing seizures. The concentration was being changed from 2000 mcg/ml to 500 mcg/ml. A follow up report will be sent if additional information is received.